Event description:
It was initially reported that the site was having difficulties communicating with their pt's devices. Troubleshooting was performed, which did not resolve the issue, so a replacement programming system has been sent to the site for replacement. The device has yet to be returned to the MFR for analysis.